Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. During introduction of a 3.0x12mm taxus express2 drug eluting stent into the left anterior descending (lad) the physician noticed that the stent struts were lifted at the proximal end of stent. The physician then used another taxus express2 of the same size to complete the procedure. There were no pt complications reported and the pt condition was reported as ok.

Manufacturer narrative:
The device has not been received at the analysis site for eval as of the date of this report.